Event description:
I purchased ultra-thin lancets from the pharmacy in 2009. I used these lancets on my fingers on daily basis when checking my blood glucose level. I use a new lancet each day. I noticed that I would need to adjust the depth adjustment on my lancet device after using the lancet, because it would either puncture too deep that time or not enough the next time. The following month, I removed the disk shape cover on the end of the lancet to expose the needle, and noticed the needle was not centered on the plastic barrel of the lancet. I opened another one and that needle was slightly bent and was longer than the other lancet. To open these, I hold the disk with my left hand and rotate the other end between my thumb and index finger on my right hand to prevent bending the needle while removing the disk. Prior to using the brand made in a foreign country, I used b-d lancets and never had any problems. My lancet device, which I purchased from store, works properly with the b-d lancets and is made to use the store brand lancets. I switched brands, because of the price and never expected such poor quality. I called store to report the problem, and returned the remainder of the box including the two defective lancets to store. A recall should be issued. These lancets are clearly defective. Dose: box of 200. Dates of use: 2009. Diagnosis: finger pricking for blood glucose level check. Event abated after use stopped: yes.